Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Device thrombosis is a known potential adverse event associated with the implantation of vads as outlined in the labeling. The instructions for use (IFU) addresses guidelines setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Additionally, the patient manual outlines a reference guide for both visual and tone alarms including potential causes and actions to take are also outlined. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff about a dt2 study patient: the patient was at home and sleeping when he experienced a power outage at home. Patient stated that following the power outage, his controller began alarming, it was high priority alarm. Lcd screen displayed "vad stopped- change controller". The patient was connected to a/c power and battery at this time. The patient initially disconnected a/c power and added a 2nd battery, which did not resolve alarm. The patient then changed to back up controller with continuation of "vad stopped-change controller" alarm. Pt called the vad hotline and was instructed to call 911. Emergency medical services arrived and via phone they were instructed to check all connections which were secure. The alarms resolved for a small period of time but were alarming again by the time he got to the hospital. The physician performed another controller exchange (back to initial controller), but alarms continued. The physician noted that the pump would try to restart but was unable to maintain rpm's, watts were as high as 25 per site. Upon auscultation the pump was grinding and stopping. The patient was admitted and placed on dobutamine, heparin and milrinone. The driveline assessed and no obvious evidence of damage. Percutaneous lead xray performed with no clear evidence of damage. Pump exchange scheduled to be performed on (B)(6) 2015. Patient was stable throughout pump stoppage. Additional information reported that prior to pump exchange transthoracic echocardiogram and chest cta showed layered thrombus in the left ventricle adherent to the inferior surface of the inflow cannula. Coumadin was held and a heparin drip was started. The vad was exchanged (B)(6) 2015 without complication and the patient was weaned off low dose milrinone drip on (B)(6) 2015. The patient was restarted on coumadin and achieved therapeutic dosing on 6/10/15 and was discharged on (B)(6) 2015 in hemodynamically stable state after extended teaching about how to manage future alarms.

Manufacturer narrative:
The pump, driveline cable, two controllers and a cac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the (B)(4) revealed that the devices met specifications; the units passed visual examination and functional testing. Log file analysis revealed that the controller was being powered by a controller ac adapter on power port 1 and (B)(4) on power port 2 with 92% relative state of charge (rsoc) prior to the loss of power. Three motor start events were logged, each followed by a vad stopped event. This indicated the pump was not able to successfully restart back to normal operations after the first pump stoppage. Heartware has opened an internal investigation to evaluate these types of issues. It's unknown why the patient lost power during the alleged power outage. Based on the available information, the root cause cannot be conclusively determined; the devices passed bench testing. This is report one of three reports (3007042319-2016-00897, 3007042319-2016-00907 and 00908) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
A correction supplemental report is being submitted for the h6 codes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump ((B)(6)), two (2) controllers ((B)(6)) and one (1) controller ac adapter ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controllers and controller ac adapter revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front housing disc curvature was found to be deviating from release specifications. Log file analysis associated with (B)(6) revealed a controller power up event logged on 31/may/2015 at 22:06:16, indicating a loss of power to the controller. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 92% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). The controller was off for a maximum of 2 minutes and 39 seconds. Review of the alarm log file associated with (B)(6) then revealed three (3) vad stopped alarms were recorded on 31/may/2015 at 22:10:57 and on 01/jun/2015 at 00:01:54 and 00:15:30, indicating that the pump failed to restart after several attempts. A vad disconnect alarm was logged on 31/may/2015 at 22:22:23 indicating a physical discon nection of the driveline from the controller, likely due to troubleshooting and/or a controller exchange. Log file analysis associated with (B)(6) revealed two (2) controller power up events logged on 31/may/2015 at 22:07:54 and 22:10:0 followed by subsequent vad disconnect alarms logged at 22:08:03 and 22:10:17 indicating that the controller was being powered up without the driveline connected, likely during troubleshooting in preparation prior to the controller exchange. Review of the alarm log file associated with (B)(6) then revealed a vad stopped alarm recorded on 31/may/2023 at 22:22:19, indicating that the pump failed to restart after several attempts. This was followed by additional vad stopped, vad disconnect, and controller power up events likely due to troubleshooting. Moreover, (B)(6) log files revealed fourteen (14) power disconnect alarms were logged between 22:56:36 and 23:39:22. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event and alarm log recorded a high-power consumption during the attempted motor starts, which required more current from the batteries. The batteries were most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. Additionally, it is likely that the overcurrent condition also prevented the batteries from providing power, resulting in several of the additional losses of power to the controller. Additionally, (B)(6) log files revealed eleven (11) vad disconnect alarms were logged since 31/may/2015 at 23:52:59 and (B)(6) log files revealed six (6) vad disconnect alarms were logged since 31/may/2015 at 22:56:22. These vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Log file analysis revealed power consumption above 25 watts during the period in which the pump was attempting to restart. In addition, (B)(6) log files revealed a high watt alarm was logged on 31/may/2015 at 22:56:20. As a result, the reported vad stop and high power event was confirmed. The reported pump grinding event could not be confirmed due to insufficient evidence. Possible causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation leading to a false vad disconnect alarm and a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. The most likely root cause of the loss of power associated with (B)(6) on 31/may/2015 at 22:06:16 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge overcurrent condition. The most likely root cause of the remaining controller power up events involving the controllers can be attributed to troubleshooting of the vad stopped alarms. A possible root cause of the power disconnect alarms may be attributed, but not limited, to a physical disconnection of the power sources. The most likely root cause of the vad stopped alarms and high power can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. This condition of the pump¿s failure to restart might have resulted in the reported ¿pump grinding". Additional information reported by the site indicated that prior to pump exchange, transthoracic echocardiogram and chest cta showed layered thrombus in the left ventricle adherent to the inferior surface of the inflow cannula. Coumadin was held and a heparin drip was started. Based on the available information, the device may have caused or contributed to the reported thrombus event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.